Event description:
It was reported to philips that system was unable to boot. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. The philips remote service engineer (rse) inspected the system on site and confirmed that system was unable to start. Upon troubleshooting, the third party engineer replaced the mdp control board twice but still the issue persisted and confirmed the ups was dead. To resolve this issue, rse connected with customer and bypass the ups. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.